Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high" although, specific value not provided due to cgm values not populating. Customer addressed bg level correction bolus via pump. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.